Manufacturer narrative:
T:slim user guide states, "it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing low blood glucose levels reaching 57 mg/dl at night. During troubleshooting with tandem technical support it was found that the pump am/pm time settings had been switched. Customer stated they may have accidentally switched this setting. Customer consumed carbohydrates to stabilize blood glucose levels.